Event description:
It was reported by svc report that the brakes were making a snapping noise due to the footend casters being internally broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.